Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was unable to be confirmed; however, the guide wire exit notch was torn which is likely what was perceived as the rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the noted tear/leak on the returned device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified mid to distal left anterior descending coronary artery. A 2.75 x 15mm trek balloon dilatation catheter (bdc) ruptured when inflated to 6 atmospheres. Another bdc was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.